Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. Moreover, the physician attempted to change the lead, but could not get a stick and patient was occluded. Hence, the physician opted to reprogram pacing chamber to left ventricular (lv) only. The lead remains in service. No additional adverse patient effects were reported.